Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Patient demographics: height: (B)(6), bmi, race: white, marital status: separated per medical records, it was reported that on (B)(6) 2009 the patient presented with pre-op diagnosis: lumbar degenerative disk disease l5-s1, discogenic back pain. The patient underwent the following procedure: anterior lumbar interbody fusion l5-s1 using ray cages and rhbmp-2. The patient underwent x-ray two views lumbar spine pre-op. Impression: severe disk disease at l5-s1 with no acute osseous abnormality of the lumbar spine. As per op notes, there were some fairly large osteophytes in the spine which were removed for exposure. The 14 mm tang was then impacted in the disk space with good fit, fill and distraction using fluoroscopic guidance. Sequential diskectomy was carried. A 14 x 26-mm stryker ray cages was then inserted with excellent fit, fill and distraction. They were then filled with rhbmp-2 and end caps placed. The patient had no post op complications. (B)(6) 2009 the patient presented with pre-op diagnosis: severe discogenic disorder effecting l5-s1 intravertebral space. The patient underwent the following procedure: anterior exposure for placement of titanium cages l5-s1 intravertebral space. As per op notes, the l5-s1 space was dissected and its position was confirmed using fluoroscopy. After full, dissection the placement of titanium cages was done. The patient tolerated the procedure well. (B)(6) 2009 the patient underwent x-ray three view lumbar spine status post anterior lumbar interbody fusion at l5-s1. Impression: status post interbody disc placement at l5-s1 with anatomic alignment. (B)(6) 2009 the patient came for a follow-up post-op anterior lumbar interbody fusion l5-s1 due to localized soreness and underwent x-ray. X-rays ap and lateral, show good alignment and position of the cages with good distraction. Assessment: satisfactory. (B)(6) 2010 the patient came for an office visit with complaints of significant backache as well as numbness to the legs when sitting as well as pain in the anterior abdomen. Impressions: clinically the wound seems healed, there is no evidence of any cellulitis but it is difficult to decide whether the patient has got a hernia or a seroma underneath. (B)(6) 2010 the patient came for a follow-up post-op anterior lumbar interbody fusion l5-s1 due to abdominal soreness and underwent x-ray. X-rays ap and lateral, show good alignment and position of the cages with no evidence of lucency. Assessment: satisfactory. The patient underwent CT scan which indicated evidence of fluid. (B)(6) 2010 the patient came for a follow-up post-op anterior lumbar interbody fusion l5-s1 due to mainly abdominal soreness and underwent x-ray. X-rays ap and lateral, show good alignment and position of the cages with good distraction. Assessment: satisfactory. (B)(6) 2011 the patient presented for a follow-up (B)(6) 2011 the patient underwent CT scan of cervical spine without contrast due to degenerative disc disease. Impressions: mild degenerative changes at c5-6 with mild central canal stenosis and mild right neural foraminal stenosis. Evaluation of the central canal is limited on non-contrast CT. (B)(6) 2012 the patient underwent MRI cervical spine w/o contrast due to chronic back pain. Impressions: focal abnormality right paramedian c5-c6 level. Findings compatible with a combination of osteophyte disc herniation impacting the right c6 nerve root. No significant additional finding. MRI significant for right cs-6 spondylolysis, uncovertebral hypertrophy, neuroforaminal stenosis, mild uncovertebral hypertrophy on the right at c6 7. Radiologist's report reviewed. Imaging also significant for loss of lordosis. (B)(6) "20121" the patient presented with neck right shoulder pain upper extremity paresthesias. Impression: right upper extremity radiculopathy c5-6 spondylosis, neuroforaminal stenosis. (B)(6) 2012 the patient underwent x-rays of cervical spine two views flex and ext due to neck and shoulder pain. Impressions: mild degenerative disc disease at c5-6 with mild hypertrophic end plate change along the inferior aspect of c5. (B)(6) 2012 the patient underwent MRI of the cervical spine without contrast due to cervical radiculopathy. Impressions: focal right paramedian combination osteophyte disc herniation impacting the ventral right aspect of the thecal sac and the right c6 nerve root. This finding was present previously and is not dramatically changed. The remainder of the study is within normal limits. Miu show significant uncovertebral hypertrophy spurring on the right at c5-6 narrowing the right c6 neural foramen. Component abutting the spinal cord in the region of the anterior horn cells. Mild uncovertebral hypertrophy on the left. Subjacent left c7 neural foraminal narrowing super adjacent left c5 narrowing I am unable to appreciate cord compression. The first cervical spine flexion extension x-rays without evidence of instability. Study primarily significant for c5-6 spondylosis. (B)(6) 2013 the patient presented with neck and arm pain. The patient was diagnosed with right c6 radiculopathy with c5-c6 disk protrusion and is anticipating anterior cervical diskectomy at c5-c6 with allograft and plating. Leukocytosis without any current signs or symptoms of infection. Chest x-rays pa and lateral views show no acute process.